Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 422 mg/dl. Customer was treated with insulin pump for high blood glucose. Customer also stated that the insulin pump did not work after changing set and insulin pump had no delivery alarm. It was also stated that the insulin pump had motor error. Customer was able to successfully clear the alarm and able to complete pump rewind. Customer was unable to describe the possible damage to the drive support cap. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. No motor error alarm and no excessive no delivery alarm noted. Motor passed motor test.